Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited diaphragmatic oversensing during a pulmonary function test, which resulted in pacing inhibition and an inappropriate shock for asystole.